Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed. Approximately 4 hours post-procedure, a pericardial effusion was noted. A pericardiocentesis was successfully performed. No further complications were reported, and patient was discharged the following day.